Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator for spinal pain. It was reported it felt like ins had moved since 2019 (a couple of months). There was no trauma or fall related to this issue. No further complication and no symptoms were reported.